Manufacturer narrative:
UDI= (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be implanted, within a previously implanted non-bsc metal stent that had occluded, during a stent placement procedure on (B)(6) 2016. The stent placement was to treat a malignant stricture in the left main stem of the airway. Reportedly, the patient's anatomy was dilated prior to stent placement. During the procedure, the physician began deploying the stent but after few millimeters the stent could not be deployed any further. The partially deployed stent was removed from the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.